Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that 2 low profile abutments placed at teeth sites 21 and 24 fractured at the screw of the abutment. Abutments were placed on (B)(6) 2019. They were initially loaded with a provisional bridge on (B)(6) 2019 and finally with a metal-ceramic bridge on (B)(6) 2020. On (B)(6) 2022, the patient came to the clinic with mobility of the bridge and the fracture of the abutments. The abutments were removed with a screw removal manual reversing drill and a certain screw removal tool drill guide handle.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative two certainâ® low profile one-piece abutment 4.1mm(d) x 2mm(h) (2 x ilpc442u) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc442u) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.